Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, an inappropriate episode of non-sustained ventricular tachycardia due to post-sensed t-wave oversensing was noted. The patient was brought in for follow-up on (B)(6) 2017 and the implantable cardioverter defibrillator was reprogrammed. The patient was stable following the reprogramming.